Event description:
It was reported by the customer that a pyxis medstation es system tower door 1 failure. Customer is using other pyxis to find the medication for patients and there were no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no faults on the tower. A field service engineer no problem has been detected on tower. Preventative maintenance was performed on the device. The system functioned as intended after field service engineer troubleshooted the device.